Event description:
The patient¿s liquoguard was found to have csf fluid leaking into the rotor chamber and not flowing through the tubing to the bag. The tubing was changed and a different liquoguard was used. It was later found that the tubing had a pin hole. The customer representative suspected that the roller pump mechanism may have pinched the tubing and has seen this happen before. He thought a new roller pump modification was coming to help prevent tubing damage when first installing the tubing.